Event description:
It was reported that the patient presented for in-clinic follow up with a complaint of dizziness. A device interrogation revealed recorded episodes of over-sensed noise exhibited by the right ventricular lead. Noise was unable to be reproduced. The patient was scheduled for replacement and the lead was explanted. The patient was stable.